Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the motor alarm no reservoir to early and motor in half way. Customer's blood glucose level was unknown. Customer also reported that insulin pump had received repetitive no delivery alarm in past. Customer stated that the rewind insulin pump and performed the displacement verification test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. No excessive no delivery alarms or displacement anomalies noted. The motor was tested outside the device and passed. Device received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker.